Manufacturer narrative:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m55 lead, (B)(6) 2014; 5076-45 lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that approximately five days post system implant the patient presented to the clinic due to a device alert that had triggered. Upon interrogation the left ventricular (lv) lead showed high impedance. Settings were reprogrammed. During the next follow up visit it was noticed that there were 3 impedances reaching 3000 ohms from the history however they were not able to replicate this during the clinic visit. It was decided to do a lead revision as the physician suspected the lead pin was not seated all the way. During the revision the physician noted that the lv lead was not fully inserted. The lead was re-inserted with full function obtained. The lead and device remain in sue. No patient complications have been reported as a result of this event.